Event description:
International customer reported that the device inflated with air upon initial activation. The device was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product, upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.